Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they were trying to recharge their ins when system problem rm04 displayed. Pt stated that their ins was down to 50% and that the controller was at 70%. Pt stated that sometimes the controller would go blank and they would have to reset the controller to get the equipment working again; pt confirmed that the controller would go blank only when recharging their ins. Pt confirmed that the recharger telemetry module (rtm) was getting hot while recharging their ins. Patient services specialist (pss) reviewed rtm replacement with the pt and pt stated that they needed the issue solved now and that they needed to recharge their ins within the next hour. Pss advised the pt that they could try resetting the controller again, so the pt reset the controller and attempted to recharge their ins during the call; pt stated then that the ins was charging. Pt stated that the rtm was just replaced less than a year ago and that their rtm was the second one that they had within the last year; when pss asked for the event date, pt initially stated that the issue started just now, however later in the call pt stated that the last time the controller went blank while recharging the ins was two days ago and that they also had problems in the last few months with the controller going blank while recharging the ins. Pt wanted the battery pack replaced as well as the rtm; pss reviewed with the pt that the replacement rtm should resolve the reported issues with recharging their ins. Pt stated that they liked the first ins they had as they didn't have to go through recharging the ins and they could just turn the ins on and off, whereas now they have to recharge their current ins two to three times a day. Pt also stated that they were in more pain than usual and that hcp wanted to put in a morphine pump, however the pt said no.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) h3: analysis of the recharger 97755 intellis rtm s/n: (B)(6) revealed fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective, and was not able to replicate rm04 error code and was able to find the ins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.